Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 502-503 mg/dl; cause was not known. Customer performed a supply change to address bg level. Customer declined to perform further troubleshooting. Recommendation was made to consult with a healthcare provider to discuss diabetes management.